Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(6). Side:r. Primary asa: p2 - mild disease not incapacitating. Components not revised : procotyl l beaded and ha coated cup size 58mm, product number : pha06268, lot number: 1642834. Profemur tl classic fixed neck size 8, product number: prtls028, lot number: 1809952.